Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing low blood glucose (bg) level of 44 mg/dl; cause was not known. Customer consumed glucose tablets, jelly beans, milk and orange juice to address bg. Reportedly, low bg may have been due to due to the pump settings needing adjustment. Customer consulted with health care provider (hcp) and hcp recommended for the settings to be changed. Tandem technical support instructed the customer to consult with healthcare provider if the low bg reoccurs.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.